Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reason for the worsening right heart failure was not confirmed. A device related issue did not cause this. The patient had no symptoms but did have elevated central venous pressure (cvp) and elevated positive airway pressure(pap) etc.

Event description:
It was reported that the patient had a moderate right ventricular (rv) failure before left ventricular assist device (lvad) implant and severe rv failure post lvad. The patient was on intravenous IV milrinone and was eventually weaned. The patient was discharged at home in a stable condition with no rv failure and no sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.